Event description:
It was reported that approximately one week after implant, the patient experienced sudden severe weakness, dizziness and low heart rate. X-ray revealed that the right ventricular lead dislodged and was in the inferior vena cava and no capture was observed on the electrogram. The lead was explanted and replaced. The contact part of the lead was found to be filled with blood. The helix mechanism twisted back on its own after being completely unscrewed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.